Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. The legal manufacturer was unable to confirm whether the customer's reprocessing steps were deviated from the instructions for use. Based on the results of the investigation, olympus confirmed foreign material came out of the device, the material inside the plastic distal end cover and the connecting tube could not be identified. Therefore, the root cause of the reported events is unable to determined. The foreign material may not have been removed because reprocessing could not be conducted properly due to leakage from flexibility adjustment ring. The event can be detected & prevented by following the instructions for use (IFU) which state: -detection methods are written in instructions for use: cf-190 series operation manual: chapter 3 preparation and inspection. -prevention measures are written in instructions for use: cf-190 series reprocessing manual: chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited foreign material in the plastic distal end cover and the connecting tube. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.